Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose displayed "high" and was resolved with manual injection of insulin. The customer continued to use the pump for insulin therapy.